Event description:
Company received report that five days following intubation with undetermined model of endotracheal tube, a cuff leak was noted. Staff reportedly planned to reintubate the following week, however the pt expired due to unknown causes before reintubation was performed.